Manufacturer narrative:
The device was not kept as it was contaminated with chemo. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The customer reported a spinning spiros that disconnected at the spiros in between the filter and tubing causing a chemo spill. Chemo flush was infusing after administration. No other information was provided.